Event description:
It was reported that upon the patient arriving at the infusion center, it was discovered that the bag was not dry but rather flat. The infusion nurses measured the amount in the bag to be 25 ml, which was still a sufficient amount before the line would have truly been dry. They went ahead and switched out the pump. Alarms were turned off. The continuous infusion rate was 5 ml/hour. The air detector was off, the upstream sensor was off, and the length of infusion was 96 hours per bag. The pump was not used to prime the extension tubing; it was primed in the pharmacy. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H4 - device mfg date: corrected. H6. Codes: updated. Product not returned; no evidence provided for review. Based on the review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.